Manufacturer narrative:
The spray tube was loose and the needle was broken. The canister has two major dents. No other issues were found with this unit. Based on evaluation, it appears there were "wear and tear" type of issues with these units. Having damaged needles among other issues noted may have contributed with the burn issue as per end customer descriptions.

Event description:
Prior to contacting the manufacturer on (B)(6) 2021, (B)(6) center for family and community medicine used nitrospray plus lite to treat a patient. Per the email notification from the associate clinical director: "we use different bore needles (spray tips) to use for cryotherapy & have experienced 4 separate incidences of chemical burns (blistering) after treatment". The physician is trying to understand why this has happened over the past month. She questioned the spray tip sizes & had contacted their gas provider as well. The burs were not serious, one was deeper than the others. She has been advised to send the three units in for evaluation along with spray tips that have been used. This report is for patient 2 out of 3.